Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there is no patient involvement.

Event description:
(B)(4). Logic board- damage- specify in comments. There is no patient involvement. (B)(4). Case description: tech get a error code 800.8000. Case resolution: tech get error code 800.800 on 8015 bd unit, which is a software fault, tech is also report he had that same error last year on same unit and he sent it in for repair and was sent back saying the flash repair the unit so it resolve the issue, now he get the same error, he has a logic board issue will have to be replace or he can send unit back in for repair. Tech will call back once he has po# number ready.